Event description:
It was reported by the sales rep after a bone tendon bone autograft anterior cruciate ligament (acl) reconstruction surgical procedure on (B)(6) 2024 the absolute g-w ntnl 1.1mmx15 6pk device guidewire 1.1mm x 15 was the nitinol wire broken while inserting the tibial acl screw. The case was completed successfully, but a piece of metal from the nitinol wire was left in the patient. The patient had to come back for a second surgery because of metal left behind in the body. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformance was identified.   At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual inspection revealed that the absolute g-w ntnl 1.1mmx15 6pk was broken in parts, only two parts were returned for evaluation. One of the fragments was deformed. The overall complaint was confirmed as the observed condition of the absolute g-w ntnl 1.1mmx15 6pk would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure; the guidewire may have become entrapped and the excessive force applied to the wire at the moment of manipulating could cause the guidewire to break, however this cannot be conclusively determined. As per IFU if resistance is felt during the insertion, stop and confirm that the guide wire is not entrapped. If entrapped, back out the screw and withdraw the guide wire, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device, and no non-conformance was identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.